Manufacturer narrative:
A2 - age at time of event: 18 years or older. Device evaluated by MFR: the guidewire was received for product analysis. Visual inspection was performed, and it was observed that it was peeled at polymer jacket and bent at distal tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on(B)(6) 2024. It was reported that device kink occurred. A 200cm x 10cm fathom -14 was selected for transcatheter hepatic artery embolization. However, during the procedure, it was noted that the device got kinked inside the patient. The procedure was completed with another of the same device. The patient's condition following the procedure was stable. However, device analysis revealed coating peeled at polymer jacket.